Event description:
Information received from the field notes that when the non-pacemaker dependent patient presented for a routine follow-up, the device exhibited <200 ohms lead impedance in both unipolar and bipolar configurations. The physician elected to continue monitoring lead integrity through intensified follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received